Event description:
The date of event is unk. On july 11, 2007, it was reported to boston scientific corp that an ultratome sphincterotome was used in an endoscopic retrograde cholangiopancreatography procedure (pt age and gender unk). According to the complainant, the "cut wire broke" during this attempted sphincterotomy procedure. The physician removed the device and successfully completed the procedure with a second ultratome sphincterotome device. There were no pt complications reported as a results of the device malfunction.

Manufacturer narrative:
The suspect device has been disposed by the complainant; therefore, a device eval will not be performed. The relationship between the device and the event is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database identified five add'l complaints reported for the same lot (same customer on the same date- three separate procedures). The june 2007 15- month ultratome sphincterotomes product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.